Event description:
The customer reported that the st monitoring/ischemia image cannot be seen and there are several errors and that they cannot activate functions on the screen. The mouse pointer can be moved but clicking did nothing. The error occured for about 20-30 minutes. Additionally, the customer reported that there was a false alarm for vt and it is not possible to remove the alarm at all for about 5 minutes and it seems to have "hung" itself and screams red as soon as the alarm pause ends. There was a false alarm for asystole due to a loosened lead. The customer reported that there was no ves detection and that the heart rate counted by the system will be too low due to the malfunction. There was no report of an adverse event or patient harm.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Manufacturer narrative:
Several attempts were made to obtain clarification on the specific issue the customer states were occurring for the date of event, all of the systems that were affected and their serial and part numbers, as well as the event logs for the time of the event however, this information was not made available. It was determined through a project management investigation that the customer's workflow preference is to continue to use symphony, a web based application for viewing parameters on the central station that is no longer supported by drager. In order to support the customer's workflow, the infinity acute care system (iacs) was downgraded to vg7.1.1 which sends data to the customer's vg4 central station, and a central station with vg2 to support symphony was loaned to the customer to display the data in the manner the customer prefers until a later upgrade of gateway is released to support the successor of symphony.

Event description:
The customer reported that the st monitoring/ischemia image cannot be seen and there are several errors and that they cannot activate functions on the screen. The mouse pointer can be moved but clicking did nothing. The error occured for about 20-30 minutes. Additionally, the customer reported that there was a false alarm for vt and it is not possible to remove the alarm at all for about 5 minutes and it seems to have "hung" itself and screams red as soon as the alarm pause ends. There was a false alarm for asystole due to a loosened lead. The customer reported that there was no ves detection and that the heart rate counted by the system will be too low due to the malfunction. There was no report of an adverse event or patient harm.